Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
Surgeon commented on pain and radiolucent lines on x-ray. Decided to revise cup.

Manufacturer narrative:
An event regarding revision due to pain involving a trident shell was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Surgeon commented on pain and radiolucent lines on x-ray. Decided to revise cup.